Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited myopotential oversensing. Programming changes were made. There were no patient consequences.